Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Bulge of flesh on right side of left knee about 6 inches from middle of left knee [arthropathy]. Red on right side of left knee [erythema]. Warm on right side of left knee [joint warmth]. Possible infection [arthritis infective]. Pain in left knee [arthralgia]. Swelling in left knee [joint swelling]. No pain relief [device ineffective]. Case description: spontaneous report received on 06-jul-2010 from a (B)(6) female pt, initials (B)(6), with a relevant medical history of oa (osteoarthritis), left knee pain, left knee swelling, and a golf injury. The pt received her first injection of synvisc-one into the left knee on (B)(6) 2010. Starting on an unk date, the pt experienced a red, warm "bulge of flesh" on the right side of the left knee located about 6 inches from the middle of the left knee. The physician prescribed an antibiotic (unspecified) for a "possible" infection. Subsequently there was some improvement in the redness but no change in the bulge. The pt has also not experienced any pain relief from the synvisc-one injection. The left knee pain and swelling has continued in the left knee. The pt was administered a cortisone injection in the left knee as treatment. No further info was provided. As of the date of receipt of this report, the overall pt outcome was not yet recovered. MFR's comment: no further details were received. Further info has been requested.